Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason, terumo referenced evaluation conclusion. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during setup, the water fittings on the oxygenator were difficult to fit with the hansen fittings. No impact to patient as this occurred during setup. Product was changed out. The surgery was completed successfully.